Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. The device was not returned for evaluation. It was reported that during therapy the device stopped working. Potential causes for the issue experienced are:- 1. The device detected an air leak or blockage and paused therapy so the issue could be rectified. 2. The dressing was saturated and needed to be changed. 3. The batteries needed to be changed. 4. The device detected unsafe levels of use and so entered an error state for patient safety. We have not been able to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that a phone call from patient was received at 1030pm. Patient claimed that the pico device was shut down. No indicators light lit up. This pump was only set up on 13 july. Which is only 1 day old. Patient went to home at 1130pm to investigate, and indeed there was no indication light at all. Pico device was swapped for patient. No harm or injury reported.